Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha cluster 54mm; cat#: 542-11-54f; lot#: 5j0rp8. 6.5 cancellous bone screw 16mm; cat#: 2030-6516-1; lot#: ym5m12. 6.5 cancellous bone screw 25mm; cat#: 2030-6525-1; lot#: hp2487. 6.5 cancellous bone screw 30mm; cat#: 2030-6530-1; lot#: vj1np4. Unknown_cork_product; cat#: unk_shc; lot#: unknown. Unknown_joint replacement_product; cat#: unk_jr; lot#: unknown. Size 10 accolade ii 132 deg; cat#: 6720-1040; lot#: 56610502. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Dr reports patient a status post right total hip replacement done on (B)(6) 2019 is infected and would like to remove the implants and place an antibiotic spacer. Dr proceeded to remove the implants using osteotomes and the accolade extractor. Once removed he placed an antibiotic spacer and proceeded to close. The surgery was performed without incident. No more information is available. Update 06/december/2019 wg: patient had primary implantation (B)(6) 2019. Patient then had a head/ liner exchange with washout and I&d due to possible infection on (B)(6) 2019. Patient has now had a stage 1 revision removing all components (B)(6) 2019. The primary implantation sheet was provided with the previous revision.